Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose and reservoir had air bubbles. The customer blood glucose value was 513 mmol/l. The customer treated for high blood glucose with insulin pen. The customer reported that the air bubbles were noticed during therapy. The reservoir will not be returned for analysis.